Event description:
Customer was hospitalized for low blood sugar levels. It was indicated that the customer was working in the yard and had a seizure prior to this event. The paramedics were called to assist the customer and was later transported to the hosp. The md stated the cause of the event was due to working excessively in the yard. The pump's programming is accurate and the customer believes that pump is functioning properly. It was stated that the customer will work with md on the protocol for blood sugars while doing yardwork.